Event description:
It was reported that this patient experienced syncope for approximately ten seconds the previous night around 11:30pm. It was noted that at the time of the initial report of the event, the patient had not talked to a physician. Boston scientific technical services referred the patient to their physician. Subsequent attempts to gather additional information were unsuccessful. The cause of the patients syncope is unknown. The device remains in-service. No additional adverse patient effects were reported.